Manufacturer narrative:
Additional manufacturer narrative: examination of the returned device revealed the following: a knot was confirmed in one of the suture segments, approximately 28 cm from the base of the needle; the knot was not highly visible using the unaided eye, but was able to be felt using a tactile inspection. The device with the knot was imaged at the location of the reported break (the matching fiber segment was not returned). There is no evidence of a tensile failure, as the end appears to have been cut on the bias. The end appears consistent with an instrument cut, and does not exhibit the typical attributes associated with a tensile failure. The images support that the device with the reported issue broke as a result of instrument damage. The end appeared to have been cleanly cut on the bias and did not exhibit the traits of a tensile failure. Additionally, the knot would have caused a stress concentration in the fiber, and consequently would have been the weakest location in the fiber. Since the fiber did not break at the knot, it supports that the fiber did not break as a result of excessive tension, and instead, was likely nicked by an instrument. There is no root cause identified for the knot.

Manufacturer narrative:
Additional manufacturer narrative: device evaluated by manufacturer? Yes.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. Examination of the returned device is pending. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, a gore-tex suture ((B)(4)) was used in dental surgery. As the dentist took the suture out of the package, he noticed there was a small knot formed on the suture. But he continued to use the suture. When the dentist attempted to suture the gum, the thread broke. Another suture was used to complete the procedure. No health hazard was reported.